Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. The patient had been feeling fatigue for six months. The pulse generator exhibited intermittent output. After device reprogramming, the device resumed normal function. The patient's condition post event was stable.